Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the muffler tube was bent near the hose ring below the hose muffler housing. It was determined that the cause of the bent muffler shaft was due to knocking over the autolube device with the muffler still plugged in. The assignable root cause was determined to be component damage due to misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the muffler end of the motor device was bent where it connected to the hose. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.